Manufacturer narrative:
The referenced scope was not returned to the service center for evaluation. Therefore, the exact cause of the reported event cannot be determined. If additional information becomes available following the investigation, this report will be supplemented accordingly.

Event description:
The manufacturer was informed that following a procedure the scope was high level disinfected (hld) and ethyonl (eto) sterilized the scope's culture tested positive for corynebacterium aurimucosum, staphylococcus haemolyticus, corynebacterium xerosis and kytococcus schroeteri. The sampling was performed for evaluation of the contamination rate after eto sterilization suggested by FDA.

Manufacturer narrative:
This supplemental report is being submitted to provide the summary of the root cause for the post market surveillance with the referenced tjf study. The OEM's (omsc) investigation concluded that the potential cause of low concern organisms contamination at the sampling might be due to environmental contamination during sampling, because investigation reveal that the staphylococcus sp., corynebacterium sp. And kyrococcus sp. Existed in sampling area at this hospital.